Event description:
It was reported that balloon rupture occured. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous right common iliac artery (cia). A 7.0mmx20mmx135cm (4f) sterling balloon was advanced for dilatation. However, during the first inflation the balloon ruptured at 6 atmospheres for 8 seconds. The procedure was completed with a different device. No patient complications were reported.